Event description:
During an acl reconstruction the drill tip passing pin snapped off in the patients femur. It was also stated that the passing pin bent as the surgeon was drilling. The surgeon started drilling when it became very difficult he then backed the drill out slightly then went back in. He tried this several times until the sales rep told him to remove the pin: that's when it was noticed the tip had broken off. X-rays were taken and the tip was located in the femur. The surgeon decided to leave the tip in place as removal would likely cause greater damage than leaving it in place. Sales representative confirmed that an additional device was available to complete the repair. A delay of ten minutes resulted.

Manufacturer narrative:
Product was returned for evaluation; however, no conclusion could be made for the device failure.